Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in : (B)(4).

Event description:
It was reported that before use, during a routine check, the cs300 intra-aortic balloon pump (iabp) unit shows poor battery back-up. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional information: event site postal code: (B)(4). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that the unit is working satisfactorily in ac mains. But the unit is getting drained very fast and they are due for replacement as soon as it is possible. Actually the fse had measured the battery voltage and noted as 23.4 v and it's being dropping further. The unit needs replacement of 12v sealed lead acid batteries and the 2 no.s as soon as possible. The system hours timer reading is being noted as 2312 hours. Customer is not interested to purchase the battery at the moment. The unit is being handed over to the customer in working condition on ac mains and battery. But the battery back up is very poor at present.